Manufacturer narrative:
Product investigation summary: one (1) pair of reduction forceps with serrated jaw-ratchet (part: 399.99 / lot: 5244371) was received for evaluation with complaint category "broken: intra-operatively." This complaint is confirmed as the returned device was received in a broken condition. One (1) of the distal tips sheared off and was not returned for evaluation. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The manufacturer is unable to determine a definitive root cause; however, the complaint condition was most likely caused by cumulative wear over the lifetime of this 10+ year old device. It is not likely that the design of the instrument contributed to this complaint. The relevant drawing was reviewed during this evaluation. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported the item broke; the repair technician reported that a piece of the serrated jaw broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown; the item will be forwarded for further evaluation. The evaluation was confirmed. Device history record review: manufacturing date: 19th week of 2006. The DHR is no longer available due to the age of the instrument (over 10 years old). Therefore, the exact date of manufacture is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial procedure a 144mm reduction forceps from broke into two pieces. It was being used to reduce a tibia when the item broke. Fragments were generated; however, it was sucked up by the suction. Another forceps was available to complete the procedure. No medical intervention was required. Procedure was completed successfully with no surgical delay and no patient harm. This is report 1 of 1 for com-(B)(4).